Manufacturer narrative:
(B)(4).

Event description:
The silverhawk was inserted into the 7f sheath without problems. Four passes were made and the device was removed from the sheath to clean. The device was inserted back into the sheath successfully. When removing the silverhawk through the sheath to clean for the second time the physician felt resistance. The physician used force and the nose cone separated just above the cutter chamber. Both pieces of the device were still on the wire in the sheath. The physician then removed the sheath, wire, and silverhawk out of body and ended the case. Additionally the wire had locked up on the catheter-it had wrapped around the device. The physician was able to pull the guidewire from the lumen with resistance. No injury reported. Evaluation of the returned device was completed (B)(6) 2016. The customer's report of the nose cone separating has been confirmed. The silverhawk was received with the distal assembly fractured in two locations; one approximately 7mm from the cutter window and the other fracture at the junction of the rotating tip. Deformation of the stainless steel coils were observed as well as zipper tearing throughout the guidewire tubing. The root cause could not be determined at this time. The zipper tearing to the tecothane may suggest the user experienced distal prolapse when attempting to retrieve the device. Contributing factors such as ancillary device interaction and procedural technique could not be evaluated in this investigation. The instructions for use includes the following: never advance the distal tip of the catheter near the floppy end of the guidewire. A catheter advanced to this position may not follow the guidewire when it is retracted and cause the guidewire to buckle into a loop. If this occurs, catheter and guidewire should be removed together to prevent potential damage to vessel walls. If resistance is still felt, the sheath should also be removed as part of the unit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.